Manufacturer narrative:
Sterilization packaging was compromised; tyvek lid was partially sealed to the tray.

Event description:
Sterilization packaging was compromised; tyvek lid was partially sealed to the tray.